Event description:
It was reported, the pt experienced feeling stimulation n his abdomen. The pt also experienced his stimulation turning off and on by itself. An x-ray identified the scs lead had migrated. Follow-up identified the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.